Event description:
It was reported that the patient notifier was triggered. Upon device interrogation, the right ventricular lead exhibited high impedance and high capture threshold. The lead was capped and replaced on (B)(6) 2017. The patient did not experience any complications. The patient would continue to be followed routinely.